Manufacturer narrative:
No part returned from service department to product safety department for root cause analysis. Investigation being closed due to lack of returned part.

Event description:
Hosp reports that ventilator trips circuit breaker; goes "vent inop". Hosp reports that there was no pt injury or compromise associated with this incident.